Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed by technical support and planned to load a new cartridge at a later time.